Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The manufacturer's international service technician confirmed the reported airflow issue. The manufacturer's international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The gas delivery system (gds) assembly was received for evaluation. The data acquisition (da) printed circuit board assembly (pcba) and oxygen solenoid valve were removed from the gds and not returned. After undergoing visual inspection. The gds assembly did not reveal any evidence of damage or contamination. A defective u1 was detected and replaced alongside the eeprom u2 that contained the sensor calibration data. After testing it was determined that the defective u1 on the airflow sensor pcba was responsible for causing the air and o2 flow accuracy test to fail. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer's international service technician reported that the device failed the airflow accuracy test (pvt test 5) at the 0lpm setting. There was no patient involvement during the time of the event.